Manufacturer narrative:
Siemens is in process to investigate the event. The root cause for the event is unknown.

Event description:
Customer indicated that since (B)(6), internal control ph results on the analyzer were too low. There was no report of injury due to this event.